Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the camera head had no picture, only colored line on screen. The event occurred before sedation, during set up/inspection for use. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: d9, h3, h4, h6. The device was returned to olympus for inspection and the reported failure was/was not>> confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: cable was leaking and damaged leading to poor quality image on the camera, cable connector cover cracked. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: cause traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
Additional information was provided by the customer: the event was related to a laparoscopic procedure which was delayed for extra 2 minutes to get a different device.